Event description:
Cable harness to c-arm caught on grounding post on the back of the equipment cabinet. When operator rotated c-arm and table, the tension on cable caused the support arm to be torn off, and fall into the pt area of the table. No pt was on this x-ray unit at the time of event.